Event description:
It was reported that cartridge pigtail was found broken and caller was unaware how patient line became damaged, which occurred once and led to blood glucose reading displayed as ¿high¿ without a specific value. Customer experienced high blood glucose due to the damaged cartridge and there was no assistance required from a third party. Customer gave correction insulin by injection and successfully changed cartridge to resume insulin therapy, and technical support arranged replacement cartridge through return authorization with caller acknowledging and understanding the resolution.